Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to "loss of contrast in the system and persistence of incontinence after activating the sphincter." Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Fluid loss was reported. The ams800 device was visually inspected and functionally tested. The pump is contaminated and therefore not functionally tested. The cuff performed within specifications. There was a leak in the balloon tube that was due to sharp instrument needle damage. The balloon was not functionally tested due to tubing leak. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. D4: model number: 72400024. Lot number: 920104003. Model description: balloon fgs 61-70 cm. Model number: 72404127. Lot number: 912046003. Model description: control pump fgs iz.

Manufacturer narrative:
Model number: 72400024, lot number: 920104003, model description: balloon fgs 61-70 cm. Model number: 72404127, lot number: 912046003, model description: control pump fgs iz,

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to "loss of contrast in the system and persistence of incontinence after activating the sphincter." Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.